Event description:
The surgeon implanted a aa4204vf plate silicone lens. The lens was removed during the same procedure due to increased iop (intraocular pressure). The lens was removed. The iol injector, model and lot # unknown. The iol injection cartridge, model # mtc60c fp, the iol injector model and lot # unknown. Lubricant used was amvisc.